Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker noted that the device would not provide voice prompts and would lock up. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer's device and determined the white capacitor wire of the high voltage capacitor was disconnected from the j18 spade connector of the main pcb and the red wire of the high voltage capacitor was loosely connected to the spade connector j17 was the cause of the reported issue. The customer received a replacement device and this device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker noted that the device would not provide voice prompts and would lock up. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative evaluated the customer's device and observed the reported issue. The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.